Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years and 10 months post implant of this 21mm bioprosthetic aortic valve, severe aortic stenosis was observed. Ultimately 8 years and 11 months post implant, a transcatheter aortic valve was implanted valve-in-valve. No additional adverse patient effects were reported.